Event description:
A patient specific implant request form was received for the patient's right elbow. Noted on the form: "olecranon component is loose. Needs a revision. Will need to change axle and bearings and circlip." Proposed revision date is noted as asap.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding loosening, involving a patient specific, distal humeral replacement, humeral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific distal humeral replacement and the date of insertion is on (B)(6) 2011. The surgeon reported olecranon component is loose. The x-ray images provided showed radiolucent lines along the ulna stem. There were bone lesion and bone resorption of the ulna bone. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant request form was received for the patient's right elbow. Noted on the form: "olecranon component is loose. Needs a revision. Will need to change axle and bearings and circlip." Proposed revision date is noted as asap.